Event description:
The customer received a blood glucose reading of "hi" from his breeze2 meter and a reading of 121 mg/dl from another meter. The difference between the readings appears to fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer. The customer went to a local pharmacy to have his meter replaced. A replacement meter was sent to the customer.